Event description:
User reported 2 false positive result s. This report 2 of 2. Negative on 3x alternative rat, naat and pcr.

Manufacturer narrative:
Report required by FDA for eua. Eua # (B)(4). Investigation not complete at time of initial report. Follow-up to be submitted upon completion of investigation. FDA user report ref: mw5106422. Relates to 3014862188-2022-00382 (B)(6).